Event description:
It was reported by a customer in (B)(6) that, after about two hours of patient use, the shiley tracheostomy tube cuff deflated, and was unable to properly re-inflate, resulting in the cannula becoming loose. The device was pre-tested. The device was replaced, and there was no reported patient injury.

Manufacturer narrative:
(B)(4). One tracheostomy tube was returned for investigation. A visual inspection was performed and it was observed all the components are assembled properly. An inflation/deflation test was performed. Air was applied to the cuff and it was observed the cuff held the air. The sample was left inflated for twenty four hours. After this time, no deflation was observed in the cuff. No failure mode was observed in the received sample.

Manufacturer narrative:
The sample is expected to be returned for an investigation. However, it has not been yet received. (B)(4).